Event description:
A water treatment sys (MFR unk) failure resulted in a release of carbon fines. The water filter in the reuse cart was improperly installed. The carbon fines were released into the hydraulics of the reuse cart resulting in an incorrect concentration of formaldehyde.